Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the charger enclosure for the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: pn: (B)(4), ln/sn: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was turned on normally, after 3 hours the image acquisition system (ias) started beeping. 2d and 3d were successfully taken. The issue happened. There was no reported delay and no reported impact to patient outcome.